Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer's mother reported the customer (a child of (B)(6)) received high sensor scan results compared to readings obtained on the built-in reader. Sensor scan results of 138 mg/dl and 163 mg/dl were compared to reader results of 63 mg/dl and 64 mg/dl respectively. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer did not experience symptoms but was incapable of self-treating, requiring treatment of sugar by third-party to increase glucose levels. No further treatment was reported. There was no report of death or permanent impairment associated with this event.